Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted no image , image disappears at angle. Service repair noted that there is rattling at the connection between the insertion pipe and the operation part due to the looseness of the insertion pipe. In addition, the curved rubber adhesive was found missing. The light guide, video connector, switches found with scratches. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
Customer sent a repair request with a report stating b30 (communication error) occurs several times without images. The b30 error occurs when the power is turned on. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed there was no repair history in the last year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised that the potential cause of the malfunction us due to the malfunction of the image sensor unit, the board inside the video connector or the malfunction of the system. In general, the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct h4. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the suggested event occurred since foreign material or dirt temporarily adheres to the electrical contacts, and the communication status between the video system center electrical contacts and the video connector electrical contacts becomes temporarily unstable. Olympus will continue to monitor field performance for this device.